Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched. The resolution and focal length were within specifications. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/26/2009 by phone, fax, and mail. A completed questionnaire was received on 06/29/2009.

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the pt experiencing poor vision. The iol was exchanged for a different type of iol. In the follow up, the surgeon reported the event has resolved with treatment.